Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'doesn't always recognize that the door is opened with the blue key' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed I/o board. The a I/o board will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump didn't always recognize that the door was open with the blue key, not working normally when opening the door and loading the tube found during testing in the biomedical service department. There was no patient involvement. No additional information is available.